Event description:
Event: (cc# 98-00013) after iabp for twenty hours, blood was noted in the tubing. On 2/9/1998, the following info was reported to datascope: the iab was inserted into the pt on 12/30/1997. On 12/13/1997 after iabp for 20 hours, blood was noted in the tubing. [Event complicatons]: none from the event - reported 1/6/1998, 2/9/1998. [Pt's current status]: healthy-rpt'd 1/6/1998.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.